Manufacturer narrative:
(B)(4). Issued MFR. (B)(4).

Event description:
Facility rep advises that the plastic connector that connected the back to the base is cracked in half. Throttle lever with hardware was needed because broke in half in 2012.